Manufacturer narrative:
The cause for the differences in patient results between the advia centaur and the alternate vancomycin methods is unknown. No further evaluation of the device is required.

Event description:
An advia centaur vancomycin patient result was reported to the physician that did not match the clinical condition of the patient. The result was questioned and the vancomycin treatment was stopped. The patient sample was sent to a sister lab, and it was tested with two other vancomycin assay methods and the results were lower than the advia centaur method. There was no report of adverse health consequences due to the elevated vancomycin results.